Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive top portion of the touchscreen with a small crack, and the user transitioned to backup therapy while a replacement was shipped. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included a review of customer-provided video evidence and complaint handling. Investigation of this case revealed physical damage to the display with functional impairment of the touch interface. It was concluded that the screen was damaged and the device required replacement, and the user could continue cgm use separately until start-up on the replacement device.